Manufacturer narrative:
Pump received insulin pump error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarm. Device tested outside the pump and received insulin pump error alarm at rewind.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm(s). Customer states they are able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.